Event description:
Reporter indicated that communication was not possible with generator implanted in patient for about 1.5 years. The generator was reset and communication was still not possible. It was reported that the patient was programmed to nominal values before the generator was reset. Further follow-up revealed that the last programming change was made on 3/2002 and the patient was recieving benefit before the event. The patient is scheduled for revision surgery in july. Attempts to collect additional information have been unsuccessful to date.